Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that following bilateral lasik surgery, the patient had an unexpected refractive outcome in the left eye. Before the surgery, the refraction had a spherical component, and after the surgery, a cylindrical component was noted on the topography. The surgeon does not know whether the device contributed to the outcome. The surgeon has not planned any treatment yet. Additional info has been requested.